Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results including sodium (na) and chloride (cl) on their au480 clinical chemistry analyzer. The customer repeated the patient sample and reported the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the buffer dispensing failure. The fse replaced the ise nozzle to resolve the issue. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).